Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness, right side rupture, and capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5085309 that a female patient underwent unspecified breast augmentation with a unknown size unknown saline implants and was presented with breast implant illness (anxiety, fatigue, joint pain, insomnia, brain fog, can't concentrate, memory loss, numbness in my hands and feet, vertigo (much more as of recent), temperature intolerance, muscle weakness, light sensitivity, sound sensitivity, hair loss, dry skin, dry eyes and private parts, constant sinus flare ups with no infection, candida, parasites, visual problems, ear ringing, digestive issues, food intolerance, pain in breast, fibromyalgia symptoms, heart palpitations, right sweats, panic attacks. Hormonal imbalance, depression, terrible menstrual cycles, vasovagal response), and right side capsular contracture; baker grade unknown, and breast implant rupture. As a result, the device was explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.